Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history (lhr) review is not possible; the manufacturing lot number that was provided is an incorrect manufacturing lot number.

Event description:
Patient experienced oozing from insertion site. PICC nurse suspects a tear in the line.